Manufacturer narrative:
This report is being submitted for correction to aware date of the initial medwatch (manufacturer report number: 9610595 - 2023 - 04070). The correct aware date is 15-feb-2023.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 error. The issue was found during preparation for use for a procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was not confirmed. There were few additional findings. The light guide cover lens was chipped and the adhesive was worn out. The optical lens adhesive was worn out. The distal end adhesive was lifting. Leakage was noted at the switch. Water ingress was noted at the scope connector. The angulation in all directions was out of specifications and play was evident in all directions. The water flow was out of specified value. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message e315 was displayed temporarily. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". User may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.